Event description:
"Ntaneous" case was reported by a physician and describes the occurrence of embedded device ("rt coil actually embedded somewhat in to the endometrium") and device expulsion ("coil in cervix") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it was noted to be curled up". The patient's past medical history included dysplasia in 2012, c-section in (B)(6) 2001, alcohol use (occasionally), non-tobacco user, caffeine consumption, gravida ii, parity 1 and spontaneous abortion. Previously administered products included for an unreported indication: paragard. Concurrent conditions included obesity. Family history included aneurysm of aorta (paternal grand father). Concomitant products included misoprostol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant) with pelvic pain, dysmenorrhoea ("dysmenorrhea"), weight increased ("weight changes gain"), hypoaesthesia ("numbness of finger"), paraesthesia ("tingling of finger") and complication of device insertion ("rt coil actually embedded somewhat in to the endometrium/device was difficult to put"). At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device expulsion, dysmenorrhoea, embedded device, hypoaesthesia, paraesthesia and weight increased with essure. The reporter commented: gyn found coil in cervix and removed it. Coil confirmed by gyn to be intact. Removed foreign object (coil) by hcp (B)(6) 2018. Gyn found second device was embedded and curled up and it was removed. Third device was attempted to place, it was difficult to put. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 128/78 mmhg. Human papilloma virus test - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2012: confirmatory occlusion. Ultrasound scan - on an unknown date: foreign object in lower uterine segment. On (B)(6) 2012: confirmation test: occlusion and proper placement. Lmp: (B)(6) 2018. Menarche 11. Examination: (B)(6) 2018, general examination: constitutional no acute distress, pleasant. Extremities: no clubbing, no cyanosis, no edema. Gyn: external genitalia: normal. Urethra: normal. Vagina: no lesions, normal. Cervix/cuff: external os normal, normal appearing. Transabdominal and transvaginal ultrasound evaluation of the uterus: uterus: 8.9 x 4.0 x 4.8 cm. Uterus is normal in position and contour. No visible adnexal mass or pathologic free fluid. Homogeneous myometrium. Endomeirium unremarkable. Linear tubular echogenic structure is noted within the lower uterine segment endornetrial cavity extending into the endocerv,cal canal. Endornetrium: 10.6 mm. Right ovary: 346 x 3.2 x 2,9 cm. Normal physiologic appearance, left ovary: 3.0 x 3.0 x 1.9 cm. Normal physiologic appearance. No adnexal mass or abnormal appearing free (luid. Impression: unear tubular echogenic structure within the lower uterine segment endometrial cavity extending into the endocerviai canal compatible with a foreign body, presumably a migrated essure coil. Most recent follow-up information incorporated above includes: on 30-jul-2018: medical record received: event rt coil actually embedded somewhat in to the endometrium,it was noted to be curled up, dysmenorrhea, weight changes gain, numbness of finger, tingling of finger added. Relevant lab data, historical condition, concomitant condition were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of embedded device ("rt coil actually embedded somewhat in to the endometrium") and device expulsion ("coil in cervix") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it was noted to be curled up". The patient's past medical history included dysplasia in 2012, c-section in 2001, alcohol use (occaisionally), non-tobacco user, caffeine consumption, gravida ii, parity 1 and spontaneous abortion. Previously administered products included for an unreported indication: paragard. Concurrent conditions included obesity. Family history included aneurysm of aorta (paternal grand father). Concomitant products included misoprostol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), weight increased ("weight changes gain"), hypoaesthesia ("numbness of finger"), paraesthesia ("tingling of finger") and complication of device insertion ("rt coil actually embedded somewhat in to the endometrium/device was difficult to put"). The patient was treated with surgery (coild removed). At the time of the report, the embedded device and device expulsion had resolved and the dysmenorrhoea, weight increased, hypoaesthesia, paraesthesia and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device expulsion, dysmenorrhoea, embedded device, hypoaesthesia, paraesthesia and weight increased with essure. The reporter commented: gyn found coil in cervix and removed it. Coil confirmed by gyn to be intact. Removed foreign object (coil) by hcp (B)(6) 2018. Polyp forcep used to grasp and remove essure device from within the cervix. Gyn found second device was embedded and curled up and it was removed. Third device was attempted to place, it was difficult to put. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Blood pressure measurement - on an unknown date: 128/78 mmhg. Human papilloma virus test - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2012: confirmatory occlusion. Ultrasound scan - on an unknown date: foreign object in lower uterine segment no abnormal uterine finding prior to insertion. She had stenetic right tube. (B)(6) 2012: confirmation test: occlusion and proper placement lmp: (B)(6) 2018 menarche 11. Examination (B)(6) 2018, general examination: constitutional no acute distress, pleasant. Extremities: no clubbing, no cyanosis, no edema. Gyn: external genitalia: normal. Urethra: normal. Vagina: no lesions, normal. Cervix/cuff: external os normal, normal appearing. Transabdominal and transvagirial ultrasound evaluation of the uterus: uterus: 8.9 x 4.0 x 4.8 cm. Uterus is normal in position and contour. No visible adnexal mass or pathologic free fluid. Homogeneous myometrium. Endomeirium unremarkable. Linear tubular echogenic structure is noted within the lower uterine segment endornetrial cavity extending into the endocerv,cal canal. Endornetrium: 10.6 mm. Right ovary: 346 x 3.2 x 2,9 cm. Normal physiologic appearance, left ovary: 3.0 x 3.0 x 1.9 cm. Normal physiologic appearance. No adnexal mass or abnormal appearing free (luid. Impression: unear tubular echogenic structure within the lower uterine segment endometrial cavity extending ¡nto the endocerviai canal compatible with a foreign body, presumably a migrated essure coil. (B)(6) 2018, she had second confirmation test performed due to pelvic u/s identified solitary, she was advised to rely on essure based result, left sided essure coil. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2018: perforation questionnaire received: patient's demographic information updated and outcome of events embedded device and device expulsion updated to recovered. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a physician and describes the occurrence of embedded device ("rt coil actually embedded somewhat in to the endometrium") and device expulsion ("coil in cervix") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it was noted to be curled up." The patient's past medical history included dysplasia in 2012, c-section in (B)(6) 2001, alcohol use (occasionally), non-tobacco user, caffeine consumption, gravida ii, parity 1 and spontaneous abortion. Previously administered products included for an unreported indication: paragard. Concurrent conditions included obesity. Family history included aneurysm of aorta (paternal grand father). Concomitant products included misoprostol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant) with pelvic pain, dysmenorrhoea ("dysmenorrhea"), weight increased ("weight changes gain"), hypoaesthesia ("numbness of finger"), paraesthesia ("tingling of finger") and complication of device insertion ("rt coil actually embedded somewhat in to the endometrium/device was difficult to put"). At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device expulsion, dysmenorrhoea, embedded device, hypoaesthesia, paraesthesia and weight increased with essure. The reporter commented: gyn found coil in cervix and removed it. Coil confirmed by gyn to be intact. Removed foreign object (coil) by hcp (B)(6) 2018. Gyn found second device was embedded and curled up and it was removed. Third device was attempted to place, it was difficult to put. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 128/78 mmhg. Human papilloma virus test - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2012: confirmatory occlusion. Ultrasound scan - on an unknown date: foreign object in lower uterine segment. On (B)(6) 2012: confirmation test: occlusion and proper placement. Lmp: (B)(6) 2018. Menarche 11. Examination on (B)(6) 2018, general examination: constitutional no acute distress, pleasant. Extremities: no clubbing, no cyanosis, no edema. Gyn: external genitalia: normal. Urethra: normal. Vagina: no lesions, normal. Cervix/cuff: external os normal, normal appearing. Transabdominal and transvagirial ultrasound evaluation of the uterus: uterus: 8.9 x 4.0 x 4.8 cm. Uterus is normal in position and contour. No visible adnexal mass or pathologic free fluid. Homogeneous myometrium. Endomeirium unremarkable. Linear tubular echogenic structure is noted within the lower uterine segment endornetrial cavity extending into the endocerv,cal canal. Endornetrium: 10.6 mm. Right ovary: 346 x 3.2 x 2,9 cm. Normal physiologic appearance, left ovary: 3.0 x 3.0 x 1.9 cm. Normal physiologic appearance. No adnexal mass or abnormal appearing free (luid. Impression: unear tubular echogenic structure within the lower uterine segment endometrial cavity extending into the endocerviai canal compatible with a foreign body, presumably a migrated essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.